Manufacturer narrative:
Event date approximate. Exact date unknown. Additional suspect medical device component involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(4), batch: 7071066. Product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(4), batch: 7071073.

Event description:
It was reported that the patient, who was implanted with a non-boston scientific implantable pulse generator, underwent an explant of the entire spinal cord stimulator system due to infection and wound dehiscence at an unknown location. The physician stated that the wound dehiscence was attributed to the infection, and the event was not a device system issue. The devices will not be returned as they were discarded by the medical facility. No further information can be obtained despite good faith efforts.